Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred and the customer experienced an issue with charging the pump battery. Additionally, the battery percentage remained static at a value while charging. There was no reported adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.